Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable as inserted into an off-label insertion site. The event date is an approximation. On (B)(6) 2026, it was reported that the patient's dexcom app displayed egv 80 mg/dl sometime after the sensor was put on the abdomen. As she began walking, she suddenly experienced shaking, dizzy and almost passed out was assisted by the store staff, who provided her with juice and candy. Her fiancé arrived shortly to take her to the hospital. At the emergency room (ER), a fingerstick test performed later showed 170 mg/dl, but the sensor read significantly lower. She said the egv was about at least 30 mg/dl lower and attempts to calibrate it were unsuccessful. The patient was treated with IV fluids. She was discharged at approximately 6:00 pm. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 30 points when the patient was in the ER. No additional patient or event information is available.